Manufacturer narrative:
One therapy cool path 7f catheter was received for eval. Visual inspection revealed the luer extension tube was broken at the handle edge and the fluid lumen was detached. Functional testing of the device could not be completed due to the broken luer extension tube and detachment of the fluid lumen. Review of the device history record confirmed this device met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported that during an ablation procedure, the irrigation port of a cool path ablation catheter completely detached and leaked saline. The physician was not ablating at the time the irrigation port detached. Prior to this occurrence, the physician had ablated two flutter circuits in the left atrium with no issues. The catheter was replaced with another sjm device and the procedure continued without any issues.